Event description:
It was reported that approximately one month after implant this right ventricular (rv) lead had pulled back from the original position enough that it was oversensing atrial activity. The defibrillation therapy was programmed off until the lead revision was possible, as the patient was not dependent. An additional procedure was performed to revise the lead, where the lead was explanted and replaced versus repositioning due to physician preference. No additional adverse patient effects were reported.